Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Device was removed from standard freezer and implanted. It did not expand sufficiently to satisfy surgeon so it was removed and replaced with a k-wire.